Event description:
The facility rep reported a colleague infusion pump with "failure code 585:32". The reported condition occurred during pt infusion. The failure code resulted in an interruption of therapy. There was no pt injury or medical intervention reported. The software version this device is using is "colleague 2006". There is no additional info available.

Manufacturer narrative:
The pump is in the process of being evaluated. A f/u report will be filed upon completion of the evaluation, or if any additional details become available. This report represents all info known by the reporter at this time.